Manufacturer narrative:
(B) (4). F/u report will be filed if additional info becomes available.

Event description:
It was reported that the catheter was inserted via the right subclavian vein under fluoroscopic guidance and then medical solution was infused from the proximal lumen. Two days after the catheter insertion, the flow of medical solution stopped inside the proximal lumen. The user assumed the lumen was blocked and as a result, the infusion route was changed to the distal lumen. The user then noticed swelling between the pt's right shoulder and the insertion site. A chest computed tomography scan on the pt showed a leak under the skin and also hydropneumothorax were noticed. At that time, the catheter tip was placed in the superior vena cava. In the end, the catheter was exchanged. There were no reported pt complications as a result of this occurrence.